Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0115) was removed from service because the lead was fractured at the terminal pin end. The lead was replaced with a (0125) lead.